Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation based on the investigation of the returned catheter sample it was confirmed that the user could only partially deploy the stent graft. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem06080 endovasculr stent graft allegedly experienced failure to deploy and a misfire. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient's weight was not provided.